Event description:
In 2005 pt with a history of osteoarthritis and no prior synvisc treatment experienced bilateral knee effusion. The pt received synvisc injections to both knees on unk dates, three injections in the left knee, and two injections in the right knee. A few days after completing the synvisc injections the pt's knees "filled up with fluid." The physician drained both knees and injected cortisone in them. The knee "filled up" on four occasions, each time they were drained, on three occasions cortisone was injected into the knees. The knees had not filled up with fluid for the past two weeks. At the time of this report, the pt's outcome was unk. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.